Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the colonovideoscope was abnormal during inspection for use. When the angulation was adjusted to a certain position, the image went into blackout. There were no reports of patient harm.